Manufacturer narrative:
One cadd-legacy 1 ambulatory infusion pump was returned for analysis. The device was received in good condition. The reported problem was not verified the pump was tested for delivery accuracy for verify fluid delivery and pump function. The delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Sensor testing found the dso sensor value out of manufacturing specification. The pump's expulsor will be trimmed to bring the delivery into more nominal of a range. The dso will be replaced.

Event description:
It was reported that the device was in use with patient for infusion of "life sustaining" drug (drug name not provided). The reporter stated the device showed the remaining infusion volume was "5%" but the actual remaining infusion volume was close to "20%". The reporter stated the patient used the backup infusion pump in their possession to complete the remaining infusion volume. No adverse effects to patient reported.